Event description:
It was reported that the implantable cardioverter defibrillator was unable to pair to the mobile application. A bluetooth reset was performed to resolve the issue. The patient was stable.

Manufacturer narrative:
The reported event of inability to communicate via ble was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity.